Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head had no bands attached. Both the suture hole and the ligator head teeth were in good condition, which are consistent with the findings when the device was observed under magnification. The returned handle had evidence that the trip wire was not secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned device, it was found that returned ligator head had no bands attached, which indicates that all the bands were deployed. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is no problem detected as the reported event cannot be confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as there was evidence that the trip wire of the speedband superview super 7 was not secured to the slot on the handle unit; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), "secure trip wire in slot on handle unit" (step 8 in preparation section).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be completely removed from the device and could not be used normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be completely removed from the device and could not be used normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.